Manufacturer narrative:
The reported event that cortex screw s.t. ø4.5x36mm was alleged of 'bone damaged' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. However, based on investigation, the root cause was attributed to be user related. Indeed, it was reported that the way of screw insertion was inappropriate. This inappropriate insertion leads to bone damaged and it was confirmed a fracture on patient¿s bone after final x ray during procedure. Therefore this case is closed as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Attempted to implant the side screw, but could not insert completely. Attempted to implant another side screw after implanted the second side screw on other screw hole. After implantation, it was confirmed a xray, that the bone broke again. Implanted the gamma nail for broken treatment. The way the screw was inserted was inappropriate, when x-rays were taken at the end of the procedure, they noticed the patient bone broke, then a nail was implanted to fix the fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Attempted to implant the side screw, but could not insert completely. Attempted to implant another side screw after implanted the second side screw on other screw hole. After implantation, it was confirmed a xray, that the bone broke again. Implanted the gamma nail for broken treatment. The way the screw was inserted was inappropriate, when x-rays were taken at the end of the procedure, they noticed the patient bone broke, then a nail was implanted to fix the fracture.